Event description:
It was reported that the patient was rewarming on the arctic sun device from 29.6c to 33c over the next 24 hours. The water temperature was 37.5c. Nurse wanted to discuss how to safely rewarm patient and control water from getting too warm because nurse had a patient in the past whose skin was burned when water was at 104f for extended period. Ms&s explained that the arctic sun device has safety alerts and alarms when the unit detects that the patient has been exposed to warm water for prolonged periods of time. The nurse noted that the patient was being given fentanyl and versed and also noted there was shivering. Ms&s discussed the addition of blankets or bair huggers.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential failure mode is 'bio-incompatible - effect 2: reaction.' A potential root cause for this failure could be 'materials that are contacting the patient¿s intact skin are not biocompatible.' The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the arctic gel pad product ifus were found to be adequate based on past reviews. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was rewarming on the arctic sun device from 29.6c to 33c over the next 24 hours. The water temperature was 37.5c. Nurse wanted to discuss how to safely rewarm patient and control water from getting too warm because nurse had a patient in the past whose skin was burned when water was at 104f for extended period. Ms&s explained that the arctic sun device has safety alerts and alarms when the unit detects that the patient has been exposed to warm water for prolonged periods of time. The nurse noted that the patient was being given fentanyl and versed and also noted there was shivering. Ms&s discussed the addition of blankets or bair huggers.